Manufacturer narrative:
The device has been returned for analysis, but the analysis is not yet complete. Without a complete analysis, a definitive conclusion cannot be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient underwent a coronary bypass operation due to coronary heart disease. During the operation, the physician decided to implant this 18 mm mechanical valve. The physician determined that the patient's aortic root was severely dilated, and the device was not the appropriate size for the patient. The physician explanted the device and replaced it with a 20 mm mechanical valve. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product sample was visually examined. There was no evidence to suggest the valve had blood contact or patient involvement. The valve appeared intact with no evidence of damage such as cracks, breaks and/or surface anomalies. The valve tissue annulus diameter was verified and met specification. Using a blue actuator to test leaflet movement, the leaflets appear to move without difficulty. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. Conclusion: a review of the device history record (DHR) was performed for this valve; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on the reported information, the cause of the event was sizing issue which could potentially have been due to technical error. The device is considered acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.